Manufacturer narrative:
The device was discarded and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the commander delivery system undergoes multiple 100% inspections. Product verification (pv) testing is also performed on samples from each lot. These inspections during the manufacturing process and testing performed during the pv process support that it is unlikely that a manufacturing non-conformance contributed to the delivery system handle leakage. In this case, the delivery system handle leakage could not be confirmed as the device was not returned for evaluation. Without the device, a manufacturing non-conformance was unable to be determined. A definite root cause for the handle leakage was unable to be confirmed at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a reportable event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during device preparation for a transfemoral tavr procedure, leakage from the commander delivery system was observed. As the saline was flushed through the flush port, a leak was observed from the area between the handle and the shaft. The delivery system was determined to be serviceable and was used throughout the procedure. The procedure was completed without any anomalies or complications. The device was discarded and is not available for evaluation.